Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on an unspecified date was 342 mg/dl with extreme thirst and symptoms of dehydration. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was determined a use error of incomplete priming steps caused the reported health event. There was no indication or allegation of a device malfunction. This complaint is being reported because the alleged health event was attributed to a use error.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: the black box begins on (B)(6) 2016. Unable to verify empty cartridge and loss of prime on event date 2015-08-27 due to overwritten data in the black box data/histories. No valid loss of prime events observed in current black box data. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).